Event description:
Problems were encountered while trying to advance the ivus catheter along the wire due to dry fluid materials on the wire. When removing the catheter from the wire to clean the wire, it was noticed that the detached tip was still on the wire. This happened outside of the body.

Manufacturer narrative:
Upon return, the catheter was evaluated and appeared to have been built per specs. Although the tip detachment did not occur while in the pt's vessel and the device did not cause or contribute to an injury, a report of a catheter tip detachment can have serious consequences, therefore, an MDR report is being submitted as notification.